Manufacturer narrative:
E1: e1: initial reporter address- (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately one minute after the start of dialysis treatment with polyflux, the patient experienced dyspnea, chest tightness, ¿skin itching all over the body¿ and decreased blood pressure. Treatment was stopped immediately, and the dialyzer was discarded. The patient was given oxygen and dexamethasone sodium phosphate (5mg, intravenous push injection) was administered. Concentrated sodium chloride was also given to improve osmotic pressure. Approximately five minutes later, the symptoms of dyspnea and chest tightness were not relieved. The blood pressure was measured at 79/35mmhg, and the heart rate was 87 beats per minute. It was reported that epinephrine (0.2ml) was given as ¿antishock therapy¿. Approximately 30 minutes later it was reported that the dyspnea and chest tightness were significantly relieved, and the blood pressure was 107/64mmhg. Treatment was continued after a "hollow fiber" dialyzer and hemodialysis "pipeline" were replaced. Patient observation was continued. No additional information is available.